Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, abdominal pain and diarrhea. The cause and treatment were not reported. The patient was hospitalized on the same day as the onset. At the time of this report, the patient has not recovered from the event. Pd therapy was temporarily discontinued. No additional information was available.